Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that during implant surgery the doctor experienced issues with the implant hex and had to re-do the thread. Implant remains placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes.' One tapered screw-vent implant (tsv4b10) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using the available information (instructions for use (ifus) and risk files). Functional testing could not be performed since the product was not returned. No pre-existing conditions were noted on the per. The device was placed on an unknown tooth location and remained implanted. X-ray or picture images were not provided and no other information was provided. The DHR was not available electronically for the subject lot number (1229001) thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non-conformance database (tipqa) was conducted with the lot number to discover any non-conformances related to the reported event and subject lot number. No nonconformances were found for the subject lot number. Complaint history review was completed for the subject lot number (1229001) and only one other complaint was identified (B)(4). However, no other complaints about nonconforming products were identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified as the product was unreturned.

Event description:
No further event information is available at the time of this report.